Event description:
During open heart case; patient was prepped and draped and team was plugging in equipment, including the harmonic scalpel; turned it on and had a failed test, even after multiple times. Switched out the machine, without luck, still did not work. Tried different cord, again with no luck, tried a different handpiece and it worked. Called ethicon rep; once surgeon was finished w/harmonic scalpel, it was taken off the field, tested all cords, disposable handpieces and machines and everything worked fine.======================manufacturer response for harmonic scalpel, harmonic scalpel focus max======================ethicon representative was present at or and assisted in testing of cords, handpieces and machines; determined that all was fine at that time.